Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the inter-lock screwdriver t25/3.5mm hex/330mm is stripped. No reported patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 03.010.472, lot: 8036950: manufacturing site: (B)(4). Release to warehouse date: august 17, 2012. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the interlock screwdriver was stripped. The repair technician reported the tip of the screwdriver was twisted. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned screwdriver was found to be bent, stripped and twisted. The distal tip of the stardrive feature is bent distally, additionally the tip was twisted in the direction of screw insertion. The tip is also stripped/worn down. The sliding bar is also twisted and does not engage with the shaft properly. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already bent and twisted. The relevant drawings were reviewed during investigation. Dimensional inspection of the tip was not conducted due to the post manufacturing deformation. No definitive root cause could be determined however, it is likely that the device experienced excessive force during screw insertion. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.